Event description:
On 06/12/2025, a sales representative reported via phone that an ar-1588tnt acl-fibertag®-tightrope® abs-implant was prepped, and when removing the tightrope off the card, it came on; one of the cinches was already cinched all the way down and could not be loosened. This occurred during an acl reconstruction on 06/12/2025, when the graft was prepped, and when removing the tightrope off the card, one of the cinches was already cinched all the way down and could not be loosened. The device was removed from the patient. The case continued using another ar-1588tnt acl-fibertag®-tightrope. There was about a 20-minute delay where additional anesthesia was not administered. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error due to potentially due to mishandling of the device during setup. The loop may have inadvertently cinched while the sutures were being pulled off the card.